Event description:
Reported as: catheter exited the sheath and got caught up on the proximal end of the 0.014" choice pt wire. The scrub tech pulled the catheter off the wire and the entire nosecone disassembled from the catheter.

Manufacturer narrative:
Reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.